Event description:
Reporer alleged obtaining higher than expected results of 408, 337, 349, & 343 mg/dl on her blood glucose monitoring device and having to go to urgent care due to the readings. Reporter stated when urgent care tested glucose results were 117 & 132 mg/dl. Reporter stated eating two graham crackers and being "ok" afterwards and no treatment was received. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.